Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
Same case as MDR ID #: 2134265-2016-10143. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was presented with unstable angina and was referred for cardiac catheterization. On same day, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 99% stenosis and was 50mm long with reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm and 3.50 x 16 mm promus element stents. Following post-dilatation, residual stenosis was 0%. Three days later, the patient was discharge on aspirin and ticagrelor. In (B)(6) 2016, the patient was diagnosed with coronary heart disease and metastatic carcinoma of bone marrow. On the same day, the patient was hospitalized for the management of the event. In (B)(6) 2016, the patient was pronounced dead. The primary cause of death was noted to be coronary heart disease, metastatic carcinoma of the bone marrow.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the primary cause of death was only metastatic carcinoma of bone marrow.